Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-10. It was reported that the cause of the motor stall was not determined. According to the hcp, per the technical support, this was a "true anomaly". Per the logs, a motor stall occurred on (B)(6) 2017 at 6:49 and then recovered at 8:32 on (B)(6) 2017. The patient called and came in for a evaluation on the day they heard the alarm. Tech support was called and verified with the patient that the patient did not have a cell phone, ipod, or ipad or any other magnetic device near the pump. Per the hcp, since the patient did not have any magnetic device near the pump, tech support called this a "true anomaly". The hcp was to monitor the pump and log checks to see if any other motor stalls occurred. A notation was made by the hcp stating "replace pump". Additional information was received from a healthcare professional (hcp) on 2017-jul-12. It was reported by the hcp that the note of "replace pump" was written to indicate tech support said that was option if the pump continued to stall. The pump had not been replaced. The hcp was to monitor this and may replace the pump if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative on 2017-sep-28. It was confirmed that the pump replacement was scheduled for (B)(6) 2017, and the patient had a pre-operative appointment scheduled for (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device was turning on and off on its own, "defective" and that the patient was getting the device replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump had not been changed out yet due to warranty replacement concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that replacement had not occurred yet. The patient had some other medical issues and change-out had been postponed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017. The manufacturer's representative reported ongoing concerns over pump motor stalls. The pump started to stall within a month of being implanted. On the patient's pump telemetry reports, it was noted that questions about environmental interference had been asked and the patient's motor stalls were scattered and all seemed to be in the early morning. The pump logs showing the "true anomaly" motor stall on (B)(4) 2017 and notes regarding the call placed about the motor stall. Additional pump logs were provided. Motor stall recovery occurred on (B)(4) 2017 at 08:37. A motor stall occurred on (B)(4) 2017 at 06:02 and recovery occurred the same day at 07:57. A motor stall occurred at (B)(4) 2017 at 09:49 and recovery occurred the same day at 12:00. A motor stall occurred on (B)(4) 2017 at 05:11 and recovery occurred the same day at 06:04. A motor stall occurred on (B)(4) 2017 at 03:22 and recovery occurred on the same day at 03:31. Pump logs were also provided for the refill occurring on (B)(4) 2017. 2.4 cc was removed and washed. The concentration of 10 mg/ml was new and the it dose was increased to 2.501 mg/day. The bolus duration was 15 hours and 10 minutes. The patient's volume was confirmed to be 20.0 ml. There was also a note to replace the pump before the reservoir alarm date of (B)(4) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 4 mg/ml morphine at a dose of 0.5 mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2017. The patient had not recently had an MRI. The patient reported hearing an alarm from his pump on (B)(6) 2017 and went to the clinic. Per the event logs a motor stall was seen at 06:49 and motor stall recovery at 08:32. The pump was implanted on (B)(6) 2017 and there were no other anomalies in the event logs per the hcp. Per the patient, he was at home and went to the bathroom around the time of the motor stall. It was confirmed that there was no electromagnetic interference (emi) or magnetic sources present. No symptoms were reported. No further complications were expected or anticipated.